Manufacturer narrative:
Event date is estimated. A patient experienced ineffective stimulation due to impedance issues on their leads was reported to abbott. It was also determined the patient was in need of an MRI. As a result, the system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-00857. Patient was experiencing inadequate therapy due to high impedance and patient was also in need of an MRI. On (B)(6) 2023 the patients system was explanted.